Event description:
It was reported that the preloaded monofocal lens experienced issues with stuck haptics during delivery into the eye, taking approximately 15 minutes to unfold the haptics that were adhered to the optic. However, the iols have been implanted without any issues. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided section d6b: if explanted, give date: not applicable, as it is remained implanted section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted